Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-4318, lot #: 18367056, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed staphylococcus aureus infection at the ipg site. Symptoms were fever and redness. The physician believed that the infection was not device related and was not sure what caused the infection. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). The device passed the functional test and revealed no anomalies. Sc-2352-50 (sn: (B)(4)) device evaluation indicated that the visual inspection was performed and found no anomalies. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient developed staphylococcus aureus infection at the ipg site. Symptoms were fever and redness. The physician believed that the infection was not device related and was not sure what caused the infection. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-4318, lot #: 18367056, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed staphylococcus aureus infection at the ipg site. Symptoms were fever and redness. The physician believed that the infection was not device related and was not sure what caused the infection. The patient was prescribed antibiotics. The patient underwent an explant procedure.